Event description:
New information on 12/12/18 stated that the patient presented for leads revision. During procedure, the physician noted the leads were coiled unusually under the pacer and suspected fractures on the leads due to friction to can. No anomalies were noted on the pacer. Both right atrial and ventricular leads were explanted and replaced successfully. The patient was discharged post operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, both right atrial and ventricular leads exhibited noise and confirmed with isometric testing. No intervention was performed.

Manufacturer narrative:
Final analysis was found that the insulation was abraded at 22.9cm to 23.6cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
New information on 12/12/17 stated that the patient presented for leads revision. During procedure, the physician noted the leads were coiled unusually under the pacer and suspected fractures on the leads due to friction to can. No anomalies were noted on the pacer. Both right atrial and ventricular leads were explanted and replaced successfully. The patient was discharged post operation.